Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving hydromorphone 6 mg/ml; 0.7 mg/day baclofen 400 mcg/ml; 46.63 mcg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2016; "last week". A pocket fill was reported. The patient went into an over sedated state. The physician wanted to put dye into the reservoir to see of any medication would come out of the reservoir. The catheter was cleared and new drug was put in the pump. The new drug was hydromorphone 2 mg/ml; 0.7 mg/day and baclofen; 150 mcg/ml. Prime: 0.250 ml; priming bolus over 16 minutes to fill the catheter. Modified bridge bolus calculation: 0.289 ml / 0.117 ml/day = 59 hours 30 minutes. The modified bridge bolus numbers were confirmed. The patient would be locked out from using the personal therapy manager until the bolus was complete. It was unknown what troubleshooting was performed related to the pocket fill or what actions/interventions were taken to resolve the pocket fill. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.